Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted . Continuity test found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was unable to confirm the reported field allegation of electrical issues (high pacing thresholds and loss of capture (loc)). Also, there is no evidence that confirms the reported allegations of perforation. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due loss of capture (loc) and high pacing thresholds. Lead perforation was suspected, but the procedure was continued since the patient did not feel any discomfort. After finding a better position, when trying to screw the lead, helix issues were encountered. This lead was then successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section: type of reportable event, h1: serious injury report, section: describe event or problem, b5: clarification of the event were made, section initial reporter, e1: address, phone, zip code and facility name were included. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted . Continuity test found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was unable to confirm the reported field allegation of electrical issues (high pacing thresholds and loss of capture (loc)). Also, there is no evidence that confirms the reported allegations of perforation. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted. During the procedure, the ventricular pacing was not as desired. As result, the implanting physician decided to check the electrical measurements via telemetry while stitching the surgical pocket. Diagnostics showed the ra lead exhibited rising pacing thresholds, all other measurements were normal and in range. Subsequently, the physician elected to reposition the lead. A perforation was suspected; however, it was not confirmed and the patient felt comfortable. Upon reposition, the lead exhibited helix re-extension issues and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due loss of capture (loc) and high pacing thresholds. Lead perforation was suspected, but the procedure was continued since the patient did not feel any discomfort. After finding a better position, when trying to screw the lead, helix issues were encountered. This lead was then successfully replaced. No adverse patient effects were reported.